Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate this unit and was able to see the lines and grey areas on the display, reported by the customer. To fix the issue, the stm replaced the display. The unit passed all diagnostic, safety and functional tests and was returned to customer and cleared for clinical use. Cause traced to component failure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) lcd screen, was damaged. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.